Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient¿s implantable neurostimulator (ins). MRI technician reported that patient¿s ins is either broken or inoperable. No further details were available. No patient symptoms were reported.